Event description:
The customer reported that seraclone anti-s yielded a false negative test result with heterozygous s reagent red blood cells of the immucor panel. Aliquots of the panel cells #5 and #10 of panocell-16 that had caused false negative test results were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the returned cells #5 and #10 with the supposedly defective product. Both cells reacted negatively. Both cells were also tested with an anti-s polyclonal reagent of a competitor and also yielded a negative reaction. The returned complaint sample was also tested with different heterozygous (s+s+) panocells of immucor that are used in our quality control laboratory and reacted correctly positively except cell #5 which reacted weakly positive only after a prolonged incubation of 30 minutes at room temperature. At the time of testing cell #5 was already expired. A potency testing of the supposedly defective product showed the same titer as the retained sample and met the minimum titer. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-s functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that seraclone anti-s yielded a false negative test result with heterozygous s reagent red blood cells of the immucor panel. Aliquots of the panel cells that had caused false negative test results were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory is still testing.